Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump emitted a low cartridge warning with 70 units of insulin remaining in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/10/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/02/2014 with the following findings:a review of the black box showed a low cartridge warning on 05/30/2014 19:31 with 15u remaining and on 05/27/2014 17:02 with 20u remaining. It was confirmed that the low cartridge warning level was set to 20 units. A low cartridge warning was reproduced for testing purposes; pump gave the correct alert and displayed the correct message on the screen. It was verified that less than 20 units remained in the pump at the time of the warning.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.